Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Gastro-intestinal bleeding is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient started duodopa therapy on (B)(6) 2020. On (B)(6) 2021, the patient had peg j tube replaced due to internal bleeding caused by the internal bumper sliding out of place. The patient developed a rash in the hospital for unknown reason.